Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "plug in cable" message when the electrode pads were attached and prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a video of the customer's report was provided. Review of the video confirmed the report. However, without receipt of the device, root cause evaluation could not be performed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a bent pin on the connector of the main board. The main board was replace to remedy the report. The board was scrapped after testing. The customer was sent a replacement device. Analysis of reports of this type has not identified an increase in trend.